Event description:
Bd 10cc syringe with "wrench" in package. [Redacted] manufacturer letter of investigation stated unable to investigate due to product not returned. [Redacted] replied with notes asking them to modify the letter. [Redacted] initial contact, need to request additional information. [Redacted] sample collected, and email sent to [redacted]. [Redacted] mailed on fedex tracking# [redacted] manufacturer response for 10ml syringe, (brand not provided) (per site reporter). [Redacted] manufacturer letter of investigation stated unable to investigate due to product not returned. [Redacted] replied with notes asking them to modify the letter. [Redacted] initial contact, need to request additional information. [Redacted] sample collected, and email sent to [redacted]. [Redacted] mailed on fedex tracking# [redacted].